Event description:
It was reported that this right atrial (ra) lead exhibited loss of atrial sensing and capture and jump in pace impedance measurements from 510 to 1785 ohms. This lead was subsequently surgically abandoned and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.